Manufacturer narrative:
The exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw). Further information such as pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends.

Event description:
It was reported that the surgeon implanted the mets smiles knee into the patient using a loan set for a revision procedure on (B)(6) 2014. Post operatively the surgeon noted the tibial side to be in a valgus alignment. He monitored the patient and decided to revise the knee to another smiles knee on (B)(6) 2015. No implant issues or failures were attributed to the first revision case and the re-revision proceeded without incident. The hospital is unable to return the explanted items. This is a supplemental report to 3004105610-2015-00117 ((B)(4)).

Manufacturer narrative:
This investigation is ongoing and results will be provided in a supplemental report.

Event description:
It was reported that the surgeon implanted the mets smiles knee into the patient using a loan set for a revision procedure on (B)(6) 2014. Post operatively the surgeon noted the tibial side to be in a valgus alignment. He monitored the patient and decided to revise the knee to another smiles knee on (B)(6) 2015. No implant issues or failures were attributed to the first revision case and the re revision proceeded without incident. The hospital is unable to return the explanted items. (B)(4).